Manufacturer narrative:
It was reported that the arterial temperature sensor was defective. During repair it was found that the hls cable was highly corroded which caused the venous pressure readings to not be shown. The instance of time was not provided. The device caused the complaint and was not able to work as per factory¿s specifications. A getinge field service technician (fst) was sent for investigation and repair on 2023-01-25/30/31. The failure regarding the arterial temperature reading could not be duplicated. However, the pins of the female connector of the connection cable for disposables were highly corroded causing the venous pressure readings not to be shown. The connection cable for disposables was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message ¿tart sensor disconnected¿ could be confirmed on the date of event, (B)(6) 2022. The most probable root cause of the error message "tart sensor disconnected" and the pressure reading failure was the heavily corroded hls cable. Another disposable connection cable with the same failure was investigated by getinge life cycle engineering on (B)(6) 2021. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. A service bulletin was published (B)(6) 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. According to the instruction for use (IFU) (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. Additionally, the IFU of the cardiohelp (chapter 10 cleaning and disinfection) the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter 5.3 connecting the sensors it is stated that the sensors must be kept clean. According to the IFU (chapter 6 ¿during the application¿) the cardiohelp should only be operated with activated temperature sensors and to ensure that the warning and alarm limits, as well as the interventions, are suitable for the patient and current situation. An external temperature sensor can be used. The review of the non-conformities has been performed on (B)(6) 2023 for the period of 2019-12-01 to 2022-12-29. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "error message ¿tart temp sensor, defective¿ and the pressure reading failure" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the arterial temperature sensor was defective. During repair it was found that the hls cable was highly corroded which caused the venous pressure readings to not be shown. No harm to any person has been reported. Complaint ID: (B)(4).